Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customer¿s passing from the attorney of the family. The information received on august 5, 2020 stated the following - reporter alleges: on or about the (B)(6) 2018, the customer passed away from a heart attack that was induced by a malfunctioning pump. The lawyer inquired about a pump recall. No further information was provided. Insulin pump will be returned for analysis.